Manufacturer narrative:
The manufacturing location was unknown. The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device. An assessment was performed and the device was found that it did not function at all. The assignable root cause was determined to be due to a defective battery contacts from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the casing for battery device had an unspecified malfunction. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2014; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.